Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined that the illumination error (e103) information was sent to the video processor due to the accidental failure of the lamp. The lamp illuminated after replacement without any error.

Event description:
The customer reported that the staff observed an ¿e103¿ light bulb error on the display. The staff was cleaning the room at the end of the day and when shutting down the equipment this error appeared. There was no patient involvement.this report is related to complaint with patient identifier (B)(6).

Manufacturer narrative:
Device not returned as part our investigation, the technical assistance center (tac) assisted the customer with troubleshooting. The biomed wanted to know if changing the bulb would help since they ordered a new one. Tac read possible error resolutions from the unit¿s IFU to the biomed. The biomed stated that they will change the bulb and see if that resolves the issue. Tac and the biomed agreed that an update regarding the resolution of the issue would be provided via email. Tac attempted to contact the customer via email (B)(6) 2021 but with no result. On 22jul22, the service center followed up with the customer and confirmed that the e103 error was resolved when the bulb was replaced. The biomed stated that he is with a third party biomedical company (southern eastern) that provides electrical safety test, light bulb replacements and cleaning of the clv-190 for the customer. It is unknown if the unit will be returned for evaluation. An investigation is ongoing to obtain additional information regarding this event.